Manufacturer narrative:
Product inquiry stated the humeral nail t2 humerus to be the subject product. No further associated product was reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The returned nail shows significant signs of damage at the reception. Parts of the reception are torn, and material separation is visible. One edge of the three seating slots (pegs) was completely broken off. With respect to the appearance of damage found and according to the reproduction of the scenario with the nail returned and sample devices, it appears being utmost likely that the nail holding screw was not sufficiently tightened during rotating the target device in order to advance the nail to its desired position. If the nail holding screw is not properly tightened, a positive (frictional) connection between nail and nail adapter cannot be achieved, so that the shown damage may occur. A damage of the nail reception due to fixing the nail onto the target device in a wrong position, i.e. That the pegs of the nail adapter had been placed on the rim of the nail instead of being inserted into the intended position in the reception of the nail could also not be excluded. Reattachment of the target device to the nail after inserting the compression screw is described in detail in the "t² humeral nailing system op-technique" ((B)(4)) in chapter advanced locking mode. Based on the above observations, the root cause of the reported event is not linked to a deficiency of the device but is rather user related due to non-intended use (deviation from surgical technique). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that while manual introducing a t2 humerus nail into the humerus, the proximal nail tip got damaged and pieces of titanium came loose. It was reported that the nail couldn't be introduced deep enough because of a narrow intra medular shaft. After nail extraction and reaming the surgeon decided to use another nail because the primary chosen nail was damaged. Additional information received 9/22/2015 "while introducing the nail into the humerus pieces of titanium from the proximal tip of the nail came loose. Surgeon was introducing the nail manually. He moved the target device, with the nail attached, from anterior to posterior while putting little pressure on the device. The nail was connected to the target device 1806-0143, connecting was made with the nail holding screw 1806-0135. There was no visible damage on the instruments. And the incident with titanium debris didn't occur while introducing a second nail."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while manual introducing a t2 humerus nail into the humerus, the proximal nail tip got damaged and pieces of titanium came loose. It was reported that the nail couldn't be introduced deep enough because of a narrow intra medular shaft. After nail extraction and reaming the surgeon decided to use another nail because the primary chosen nail was damaged.